Manufacturer narrative:
The customer received multiple calibration errors. Qc was acceptable. The sample was spun for 5 minutes at 3500 or 4000 rpm. The spin time may be shorter than recommended and the spin speed may be faster than recommended for the type of sample tube the customer uses. Abnormal aspiration and sample foam detection errors were observed for different modules at the customer site; these errors suggest possible poor sample quality. The customer had no further issues following the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer removed the reagent cassette and noted a lot of buildup on the reagent bottle. They replaced the cassette. The field service engineer (fse) found residue at the opening of the ca2 reagent pack. The fse checked fluidics, pump pressures and general instrument functions. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c 702 module. The initial ca2 result was 6.9 mg/dl. This result was reported outside of the laboratory. The repeat result was 9.2 mg/dl. This result was believed to be correct and an amended result was reported outside of the laboratory. The ca2 reagent lot number was 45938201 with an expiration date of 31-may-2020.